Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, ensuring the malfunction code did not recur. Customer was informed to call back if the malfunction reappears and acknowledged the instructions.